Event description:
It was reported that the insertable cardiac monitor (icm) was unable to transmit data or communicate. The icm was explanted and a new device was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
Device has been returned for analysis and product investigation completed. Analysis found evidence of lithium clusters in the battery, which creates electrical shorting. As a result, evaluation conclusion code "cause traced to device design" was selected.

Event description:
It was reported that the insertable cardiac monitor (icm) was unable to transmit data or communicate. The icm was explanted and a new device was implanted successfully. No adverse patient effects were reported.